Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. There is an increasing amount of sets being sent back to spd due to residue found inside container after sterilization. The or staff is doing a "white glove test" - where they will swipe the bottom of the container after removing the basket. After swiping the bottom of the container the or staff (in some cases) are finding a dark residue on glove. No patient injury. Delay in surgery. All med watch submissions related to this report are: 9610612-2018-00288, 9610612-2018-00289, 9610612-2018-00290, 9610612-2018-00292, 9610612-2018-00296, 9610612-2018-00312.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of lid with retention plate. Here we found a damaged container gasket and additional visible damage. Furthermore we found bent edges. Conclusion and root cause: the root cause of the problem is most probably usage and design related. Rational: we assume that the damages at the filter retention plate jk100 were caused by improper handling. Corrective action: a product safety case will be initiated.